Event description:
The pt was implanted with a left ventricular assist device. It was reported that the pt came to the hosp due to pump stoppage while on battery support. The pt switched to his backup controller with no resolution to the alarms he was receiving. The suspected reason for power loss was due to probable dirty battery terminals where black deposits were found. The pt did admit that he never cleaned the battery terminals. The pt was provided with new battery clips, and as a precaution, all leads and power calbes were manipulated with no alarms or issues observed.

Manufacturer narrative:
The MFR received notification of a voluntary report on 7/28/08. The pt remains on lvad support. Per the instructions in the heartmate operating manual, cleaning the battery and battery clip contacts on a regular basis provides for the most optimal system performance. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.